Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 12¿ and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.